Event description:
It was reported that patient faced issue with device and experienced high blood glucose reading and was dealt with manual bolus on 1 may 2026.

Manufacturer narrative:
E1: patient country: (B)(6). Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.